Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to missing instructions or vendor or printer error. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review not required as it could not have prevented the reported issue. Correction: e, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was leaking water from underneath and the floor was wet when the patient picked up the purewick urine collection system to move it. The liberator representative explained to the patient about the normal condensation under the device and the patient stated that a clear description of that should be included in the instruction manual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was leaking water from underneath and the floor was wet when the patient picked up the purewick urine collection system to move it. The liberator representative explained to the patient about the normal condensation under the device and the patient stated that a clear description of that should be included in the instruction manual.